Event description:
A malfunction on the pump was reported, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if any issue arises again.